Event description:
Upon use of lta (laringotracheal anesthesia) kit, the physician had difficulty getting the applicator catheter to the proper location and forcibly bent the device to help achieve better position. Upon attempting to position the tip, it broke off and became detached from the catheter. Patient required bronchoscopy to remove retained catheter tip from lung.